Event description:
The customer reported that the system would not display a fluoroscopic image on the monitor. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The intensifier source was replaced during the service call. The system was tested and found to be working as intended and put back into service.